Event description:
It was observed that during the device evaluation, the scope cable exhibited image flickering and broken cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definite root cause could not be identified for the broken cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunction: due to poor contact of curled cable, the image was flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.